Event description:
Reportedly, during an intraocular lens (iol) implant procedure there was difficulty injecting the lens and a crack was noticed in the centre of the lens optic when in the patient¿s eye. The iol was removed and replaced intraoperatively with another iol of the same model and diopter. The incision size was enlarged to 5mm to remove the iol and sutures were required. The patient outcome was not compromised. Additional information was requested but not received.

Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.